Event description:
It was reported via repair work order that the head end lift was stuck in a elevated position due to head end lift coil cord was compressed and bed lost limits due to malfunction main cpu. No adverse consequence or clinically relevant delay in treatment was reported.